Event description:
The patient stated in a 6-week checkup that the uni knee looked good after implanted. Its reported that the patient went horse riding not long after and as he got off the horse his knee buckled. Furthermore, the patient struggled to walk and the knee gave out and snapped. The pain occurs mostly at night. The doctor claims its a mechanical error. Subsequently, the patient stated his swelling has gone down since he was revised and implanted with full knee. This report is based on allegations and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It is not possible to determine the cause of revision in this instance without examining the revised components and without additional information such as surgical notes, post-primary x-rays, better quality x-rays (including mediolateral x-rays), as well as patient information (height, weight, activity level) being provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown oxford tibial component, catalog #: not reported, lot #: not reported, medical product: unknown oxford bearing, catalog #: not reported, lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00414, 3002806535-2019-004145. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxford cementlesstibia f lm catalog #: us166580 lot #: r3058145a, medical product: oxf anat brg lt lg size 4 PMA catalog #:159555 lot #: 473010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, the patient was revised due to loosening.